Event description:
The customer reported that insulin squirted out while priming and the insulin pump alarmed no delivery. The blood glucose reading was 48 mg/dl; the customer drank soda and ate peanut butter to treat her low glucose level. During the call, the customer mentioned that a few weeks she felt the insulin coming out was too much and had to go to the hospital. The glucose level at time of the admission was 22mg/dl. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.